Event description:
It was reported that stent damage occurred. A 2.50x24mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician noticed that the "extremity" of the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).